Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, xience xpedition 2.25 x 28 mm and a 2.25 x 23 mm stents were implanted in the restenosed proximal to mid right coronary artery (rca) lesion. The patient was on dual anti-platelet therapy (dapt) consisting of aspirin 100 mg/day ongoing from prior to the index procedure, clopidogrel 75 mg/day from prior to the index procedure to (B)(6) 2016 and prasugrel 3.75 mg/day ongoing from (B)(6) 2016. On (B)(6) 2015, restenosis of the xience xpedition 2.25 x 28 mm stent was noted and was reported accordingly on 12/22/2015. On (B)(6) 2016, restenosis of the xience xpedition 2.25 x 28 mm stent in rca was noted. The restenosed lesion was treated with balloon angioplasty on (B)(6) 2016 and the patient condition was improved on (B)(6) 2016. No additional information was provided.